Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.5. Date: (B)(6)2010, inratio 2.2. Ten minutes in between tests.

Manufacturer narrative:
Investigation pending.